Manufacturer narrative:
This report is submitted on august 5, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection due to protrusion of the receiver stimulator. It is unknown what treatment the patient has received.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device. The device analysis report is attached. This report is submitted on december 1, 2020.